Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with a competitor right atrial (ra) lead exhibited out-of-range pacing lead impedance measurements and emitted tones. A boston scientific technical consultant reviewed the remote monitoring data and followed up with the field representative. At this time, the device remains in service. No adverse patient effects were reported.